Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor had inaccurate readings and it will not calibrate. The customer¿s blood glucose was 170mg/dl and the sensor glucose was 40mg/dl at the time of the incident. Customer¿s current blood glucose was 407 mg/dl. Customer did a bolus to bring down the blood glucose. It was saying to calibrate again and he had already done it. Customer did not receive a change sensor alert after a calibration not accepted. Trouble shoot determined that sensor is responding to glucose changes and to continue sensing and call back if issue recurs. The sensor will be returned for analysis.